Event description:
On (B)(6) 2013, the pt underwent a trial procedure and received two leads. On (B)(6) 2013, the pt reported inadequate pain relief due to receiving belly and rib stimulation. While being reprogrammed, the pt began to vomit. The pt also experienced headaches that intensified when the pt was reprogrammed. In turn, the pt when the pt was reprogramming. In turn, the pt went to the emergency room and nothing was found. F/u revealed the pt had experienced cerebrospinal fluid leakage and a blood patch was needed. On (B)(6) 2013, the leads were removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.